Event description:
It was reported that (B)(6) 2021 the package was found broken prior to the patient. Additional information indicates that the sterile barrier was breached.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73b2000370 was manufactured on 02/14/2020 a total of (B)(4) pieces. Lot was released on (B)(6) 2020. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that on (B)(6) 2021, the package was found broken prior to the patient. Additional information indicates that the sterile barrier was breached.

Manufacturer narrative:
Qn #(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The stapler was returned without its packaging. Since the packaging was not returned and pictures were not provided, the reported defect could not be confirmed. A corrective action is not required at this time as the complaint could not be confirmed since the packaging was not returned. The reported complaint of "dented packaging - sterility unknown" was not confirmed based upon the sample received. The sample was returned without its packaging and no pictures were provided. Therefore, it could not be determined whether or not the package was damaged. A device history record review was performed on the device with no evidence to suggest a manufacturing related issue. The root cause of this complaint could not be determined. We will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 15 sep 2021 the package was found broken prior to the patient. Additional information indicates that the sterile barrier was breached.